Manufacturer narrative:
A steris service technician arrived at the facility, inspected the amsco evolution sterilizer and found the unit to be operating properly. The technician was notified by the user facility that the bolts that attach the top panel to the sterilizer were missing. As the bolts were missing, the top panel was not properly secured subsequently causing the panel to fall and contact the employee. The panel of the amsco evolution sterilizer was re-installed with the bolts by the user facility. The unit has been returned to service. No additional issues have been reported.

Event description:
The user facility reported the top panel of their evolution sterilizer fell off the unit onto an employee. Medical treatment was sought, the user facility did not disclose if medical treatment was administered.